Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic, episodes of non-sustained rv oversensing was observed. Further review of the egms noted possible myopotential oversensing. Oversensing was replicated with deep breathing. Programming changes were made and the device remains implanted.